Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician successfully performed the transseptal puncture and inserted the was. The physician inserted the pigtail catheter in order to position the was in the laa of the patient. It was noted via transesophageal echocardiogram (tee) imaging that the patient had a pericardial effusion. The physician performed a pericardiocentesis and removed 160cc of blood. The patient was monitored for fifteen (15) minutes and then the procedure was ended with no closure device implanted. The patient was extubated later and there was no further pericardial effusion. The patient did not experience any other complications and is expected to make a full recovery.